Event description:
It was reported that the user experienced recurrent low glucose readings followed by hyperglycemia and a rapid subsequent drop while using the ilet system, including a sensor or pump reading of 66 mg/dl that was treated with peanut crackers and orange juice, a rise into the 300s, then a drop to 41 mg/dl, after which the user consumed glucose tablets and additional carbohydrates and attempted a less-than-breakfast meal announcement; current glucose was 86 mg/dl. Symptoms included confusion/ disorientation, hypoglycemia with a nadir of 41 mg/dl, and hyperglycemia peaking at 327 mg/dl. Outcomes included the need for urgent low glucose treatment and assignment of additional user training. Investigation included case review and provision of education on the 15/15 rule for hypoglycemia treatment. Investigation of this case revealed no device malfunction and suggested user overtreatment of hypoglycemia and subsequent corrective actions contributing to glycemic volatility while using oral glucose and the ilet system. It was concluded, based on previously established findings for similar reports, that the cause was use error related to overtreatment of hypoglycemia and meal announcement handling.